Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the atrial channel finding no signal however the main printed circuit board was replaced as a preventive measure. All found defective parts were replaced and all other identified issues were resolved and the generator passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that channel "a" on the external pulse generator was not working, however it was noted that channel "b" was working. Follow-up was able to clarify that under testing (not during normal use) the ventricular channel appeared to function normally however the atrial channel was unable to find a signal. The generator has not been received into service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.